Event description:
It was reported that the product has to be opened at maximum and even so it does not extract well the measure of the skin. The calibration does not work. The event timing was outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
Review of the most recent repair record determined the device was not working; the control bar was out of position, the calibration was out of specification, and the machined head and reciprocating arm were damaged. The machined head, reciprocating arm, and various bearings were replaced, the control bar was positioned correctly, and the device was recalibrated and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.